Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25mar2020.

Event description:
The customer reported the vent could not be turned off and had to have the battery removed. In addition, errors referencing a 35 volt supply failure, auxiliary supply failure, and back up alarm failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. The fse powered on the unit in normal operational mode, found the unit power was okay, unit alarms were visual, and audio ran normally. The fse found loudness set to 4, and brightness set to 4. During normal mode operation, no problem was found with the check vent alarms or vent inoperable alarms. The fse ran the unit for 15 plus minutes, and no problem was found. The errors referencing failures for the 35 volt supply, auxiliary supply, and back up alarm were found in the event log, so the (pcba) printed circuit board assembly was replaced.

Manufacturer narrative:
G4: 25jun2020 b4: (B)(6) 2020 several attempts were made to obtained patient information, but no response received from customer. The failure investigation team received a gas delivery system (gds) for the flow issue. The (gds) is not related to the 35 volt failure that was reported by the customer. The power management was not received during this returned. If the power management board will be received on a later time, a supplemental report will be submitted to investigate the power management board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.